Manufacturer narrative:
Correction: based on additional information received, it was confirmed that the complaint was created in error.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified internal iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified internal iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.